Event description:
It was reported that the tip of a trinica standard/select ball end hex driver broke off intra-operatively. It was used at a difficult angle with variable screw on c7-t1. The tip was recovered and there was no patient injury.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a trinica standard/select ball end hex driver broke off intra-operatively. It was used at a difficult angle with variable screw on c7-t1. The tip was recovered and there was no patient injury.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the ball end of the driver has fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to using the driver off-axis. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.